Event description:
I have been using the dexcom continuous glucose monitoring system for over 5 years, and I have never had a problem with sensitivity to the adhesive. Starting around (B)(6) 2020 with the dexcom g6, I began to get severe rashes where the adhesive made contact with my skin. The site would become itchy about 4 days after insertion of the dexcom sensor. For the remaining 6 days the site would be extremely itchy, and when I removed the dexcom to switch sites, the skin that was in contact with the sensor adhesive had a bumpy rash for at least 5 days following the removal of the dexcom site. This was not a problem before (B)(6) 2020 (note, the dexcom sensors I was using in (B)(6) 2020 were shipped to me around (B)(6)), and it has been a problem with every dexcom site I have used since then. FDA safety report ID# (B)(4).